Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The eval was able to confirm and reproduce the system error 105. It was determined that the alarm was caused by a failed motor. As a result, the motor has been replaced.

Event description:
It was reported that a pump alarmed for a system error 105. It was also reported that there was no pt injury. No add'l info was provided.